Manufacturer narrative:
Evaluation of the returned ace68 confirmed that the catheter was fractured. The complaint indicated that the ace68 was kinked during preparation and the distal end was shaped with a heat gun prior to use. The ace68 tip may be shaped with steam. Tip shaping with a heat gun likely contributed to the reported damage on the subject device. Further manipulation of a damaged catheter may result in catheter fracture. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the distal m1 segment of the left middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra catheter, a non-penumbra microcatheter, a guidewire, and a non-penumbra hemostasis valve. While preparing the ace68 on the back table, the physician reported that the ace68 was kinked at the distal end. However, the physician proceeded to use a heat gun to shape the ace68 one centimeter from the distal tip. During the procedure, after completing one pass, the ace68 was retracted under negative pressure. While re-advancing the ace68 into the hemostasis valve to make another pass, resistance was encountered. The ace68 was advanced and retracted several times in the hemostasis valve before it was removed. Upon removal, the physician noticed that the distal end of the ace68 was broken and connected by a wire to the proximal shaft. However, the procedure was completed at this point and no additional passes were required. There was no report of an adverse effect to the patient.